Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powered on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powered on by itself. The remote service engineer (rse) provided the customer with software 2.30. The customer downloaded software 2.30 into the unit. The rse then provided the customer with the part number of the user interface (ui) printed circuit board assembly (pcba) to order. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.